Event description:
Same case as: 2184052-2014-00030, -00025, -00026, -00029, -00027, -00028 and -00032. It was reported loosening of screws occurred post-operatively. During the initial surgery l4-l5 was treated. Approx two months later revision surgery was performed due to loosening of all screws. Again, seven months after the first revision, another revision was performed due to loosening of all screws. No further info is available at the time of this report.